Manufacturer narrative:
The reported observation of ipg stimulation being ineffective was not confirmed. The root cause of the observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity and all test steps passed.

Event description:
It was reported that the patient's therapy was turning off and on. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.